Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. It was reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with cystourethroscopy due to stress urinary incontinence and cystocele. The patient experienced pain, extrusion, and urinary problems. It was reported that the patient underwent removal on (B)(6) 2010 due to stress urinary incontinence and extrusion; and another removal procedure on (B)(6) 2011 due to exposure and gross hematuria. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-06876 and 2210968-2012-06877. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with anterior colporrhaphy and cystourethroscopy, due to symptomatic cystocele, urgency and stress urinary incontinence.